Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed by quality engineering and it was determined that the device was broken into two pieces at the t-handle due to being side loaded or dropped. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user. UDI: (B)(4).

Event description:
It was reported that the impactor device cup broke at the weld while trying to insert the cup. During in-house engineering evaluation, it was determined that the device t-handle had been broken into two pieces. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in the surgical procedure. It was unknown if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.